Event description:
A high readings issue was reported with use of the adc device. As a result, customer experienced loss of consciousness. Customer was brought to the hospital. Customer was in a coma and diagnosed with severe high blood sugar. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the sensor patch and no issues were observed. Data extraction was successful. A watermark was observed at the base of the tail, indicating the sensor was properly inserted. The sensor was de-cased and a visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. The returned battery was measured and was found to be within specification. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. As a result, customer experienced loss of consciousness. Customer was brought to the hospital. Customer was in a coma and diagnosed with severe high blood sugar. No further treatment was reported. There was no report of death or permanent impairment associated with this event.